Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with no cartridge present, however the cartridge pan was found lodge inside the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the device could not be reloaded. No pt consequences were reported.